Event description:
It was reported the device measured an atrial lead impedance of greater than 9999 ohms and there was no capture. The lead was checked and found to be ok. The device was replaced and the issue was reportedly solved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no output condition. Further analysis found the no output condition was the result of lifted hybrid bond wires.